Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited noise oversensing. No intervention was performed. There were no patient consequences.